Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5024m implantable pacing lead (B)(6) 1994. (B)(4).

Event description:
It was reported that on interrogation it was noted that the short interval counts (sic) on the right ventricular (rv) lead were elevated. Sensing, capture, and impedances were acceptable. The sensitivity was adjusted and there were no issues at the next checkup. The lead remains in use. No patient complications have been reported as a result of this event.